Event description:
International affiliate reports water came out of the device and cement could not be administered. No other information has been provided at this time. It is believed that the difficulty resulted in a loss of pressure in the device during delivery of the cement. Affiliate reports there were no adverse consequences to the patient and no resulting delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visually examination of the returned confidence kit found no anomalies. The pump was then pressurized until the safety valve engaged and there was no water leakage from the pump, the reservoir, or the connector between the two. Review of the device history record for the confidence kit and its pump and cement components found no discrepancies. A 12 month complaint trend analysis for the product family found no emerging trends. The root cause for the water leaking at the sides of the pump cannot be positively identified because the complaint could not be confirmed. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.